Manufacturer narrative:
Additional information was requested regarding patient and device details; however, could not be made available as of the date of this report. Should more information be provided, a supplimentary report shall be submitted. (B)(4).

Event description:
Per the surgeon, it was reported that the patient experienced tissue breakdown at the implant site and subsequently was treated with antibiotics for a week (type and date not reported).

Manufacturer narrative:
It was reported that the patient experienced an extrusion of the magnet resulting in the decision to explant the magnet on (B)(6) 2018.